Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder for gallbladder drainage during a cholecystogastrostomy procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent did not open. The physician waited for 5 minutes, but the stent still did not open. The physician removed the stent and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided, and it was noted that the first flange of the stent was deployed but was not fully expanded.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failed to expand.